Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that there was a "pump error 37 - drive count/time values or changes incorrect for moving or coasting and too slow or too fast", "pump error 18 - one of the tasks has not responded for the specified time and the alarm saves information to indicate if motor or main virtual watchdog failed.", "pump error 4 - the motor arm cannot communicate with the main arm." And a battery failed alarm on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the battery compartment was damaged or corroded. The customer will discontinue using the device and the insulin pump was returned for analysis.

Manufacturer narrative:
Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the sleep current measurement due to high current. Unit was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 4 occurred on 03/17/2023 15:44 in history files and traces. Pump error 37 occurred on 03/17/2023 15:37--18:53 in history files and traces. Failed battery test occurred on 03/17/2023 15:37 in history files and traces. Pump error 18 occurred on 03/17/2023 15:44 in history files and traces. Power loss alarm was note on 03/17/2023 20:17--20:19 in history files and traces. Pump was cut open to perform visual inspection and found¿ evidence of moisture damage on the pcba 1 and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained serial label. Swapped pcba 2 with test pcba 2 and it functioned properly. Pump error 37 is confirmed due to being found in history files and traces and is isolated to motor. Pump error 18 & pump error 4 are confirmed due to being found in history files and traces and due to software anomaly. Failed battery test is not confirmed. Cosmetic damage is confirmed at the battery compartment. Unexpected battery power loss is confirmed due and isolated to pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.